Event description:
Aventis case ID: (B)(4). Initial and additional info received from an office staff member on (B)(4)2008 and (B)(4)2008: a currently (B)(6) male received a total of 6 treatments with injectable poly-l-lactic acid (sculptra) (lot number and expiration date unk) dated (B)(6) 2004, (B)(6) 2006, and (B)(6) 2008. The pt was tolerated the first three injections (B)(6) 2004 with "happy results." The pt was injected in cheeks, upper lips and between eye brows on (B)(6) 2006. The last injection was on (B)(6) 2008 for an unk indication. Product was reconstituted with 5 ml of sterile water. On (B)(6) 2008, pt saw the physician and presented with swollen eye lips that had occurred two weeks before ((B)(6) 2008). Pt was receiving another medication (unspecified) and physician advised him to discontinue. The medical assistant saw the pt during his last visit on (B)(6) 2008. His eyes were still swollen and he had developed nodules around his laugh lines. He has never had anything like this happen before and he has been unable to work due to his face being swollen. The events remained ongoing at the time of this report. No further relevant info provided. Additional info for poly-l-lactic acid injectable (sculptra) (lot number/expiration date unk,) from product technical complaint report case ID (B)(4) dated (B)(4) 2008, received by (B)(4) on (B)(4) 2008: batch record review was without hint to root cause. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in USA. The review of the device history reports (dhrs) and of the analytical results of these batches did not show any anomaly that could be related to the event. The investigation results show that this kind of event is not batch related. No faults, defects, damages detectable. Conclusion: no faults detectable.